Event description:
Per conversation between co sales representative and the physician, the pt underwent cryosurgery on the uterine lining. The procedure appeared to have gone well, but later the pt started to bleed excessively. The pt was readmitted to have the uterus packed and has been scheduled for a hysterectomy. Numerous attempts have been made by cryogen to contact the physician for further clarification, but all attempts to date have been unsuccessful.